Manufacturer narrative:
Outcomes to adverse event: pain. The following products have been used in the surgery: part#: 7571260; lot#: unk; 510k#: k052747; UDI#: (B)(4), qty# 1. Part#: 7571280; lot#: unk, 510k#: k052747, UDI#: (B)(4), qty# 1. It is unknown which of these rods were broken. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed: (a) l3/4 anterior lumbar interbody fusion, (b) prone position, revision of long segment construct. It was reported that post-op, implanted rod was broken and the patient was suffering from excessive pain. Hence on (B)(6) 2018, a revision surgery was performed in which the broken rod was removed (presumably).